Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was reported that the cause of this peritonitis was due to a possible touch contamination; however, the exact cause remains unknown. The patient did not require hospitalization. The patient was treated with vancomycin (intraperitoneal, dose, frequency, and duration not reported) for the peritonitis. It was unknown if the patient was retrained on proper aseptic technique. The patient recovered from the peritonitis event. No additional information is available.